Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2012-12789, #1627487-2012-12790. It was reported, the when stimulation is started the system auto-reduces and the patient experiences tightness at the supra-orbital lead sites (off-label use). The sjm representative interrogated the system and found invalid impedances on multiple contacts. Follow-up determined the physician plans surgical intervention to address the issue. Note the patient has two systems and five leads from three lots implanted. All leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.